Manufacturer narrative:
Manufacturer reference no.: (B)(4). Baxter received and evaluated the device. The symptom of no audio was confirmed through observation. The cause was found to be a failed speaker. The rear case which contains the speaker was replaced.

Event description:
During baxter's evaluation of a spectrum pump, the device had no audio. There was no patient involvement.